Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blender pca needs to be replaced to address the issues. The repair was canceled due to the lease term of the device being up. The device will be scrapped. The faulty oxygen blender pca will be removed from the device and returned to the us. Software version was checked (ver. 14.2.05).